Event description:
Baxter canada reports drain line of homechoice set disconnected from the y-junction during initial drain of automated peritoneal dialysis treatment. No pt injury or medical intervention required per affiliate.